Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear alarm. Customer's blood glucose was 187 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.